Event description:
According to the user filed medwatch report (B)(4), "pt for anterior lumbar fusion at lumbar 4-sacral 1. After anesthesia induction, but prior to incision, ventilator bellows indicating leak. Vaporizer leak detected. Versed 8mg IV given during vaporizer exchange. Patient reported post-operatively to anesthesiologist that he had brief period of awareness. Patient denies pain." Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The unit was manufactured in 1996; month cannot be determined.